Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/06/2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the arm on (B)(6) 2017. Reportedly, bg readings were taken from the arm. Additionally, the sensor was worn beyond seven days. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Labeling indicates: only use fingerstick measurements from your bg meter for calibration. Never use alternative site bg values such as blood from palms, forearms, etc. Alternative site bg values are different from a fingerstick bg value and may not reflect most recent bg value. Labeling indicates: dexcom g5 mobile sensor sessions last seven days.